Manufacturer narrative:
Analysis was performed on the returned device. The reported failure to fire was observed as an anterior needle-cuff disengagement. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined that the observed difficulties and subsequent treatment appear to be related to circumstances of the procedure. In this case, it is likely that an interaction with patient anatomy, or needle/ suture pulled beyond point of tautness contributed to the observed suture retrieval issues. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Corrections: d1 ¿ brand name: updated. D2a ¿ common device name: updated. D3 ¿ name, address 1, city, postal code: updated.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional proglide devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that this was an attempted arteriotomy closure of the right common femoral artery using proglide devices relative to an vascular embolization/occlusion interventional procedure. Reportedly, three proglide devices did not deploy. A new device was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.